Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation of the patient's right ventricular (rv) lead was over-sensing noise. The patient was asymptomatic. Programming changes were made. The patient was stable.